Event description:
It was reported that during a shift check, the autopulse platform displayed a user advisory 16 (timeout moving to "home" position) message. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.